Manufacturer narrative:
Findings: pump passed rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and alarm confirm in history file. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and cracked on display window noted.

Event description:
Pump passed rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and alarm confirm in history file. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and cracked on display window noted.